Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the dev ice shuts off and battery pins pushed in. There was no patient involved.